Event description:
Caller reported inform ii blood glucose test strips lot 471357 results: (B)(6) 2014 at 8:47 a.m. Fingerstick using (B)(4) was 23 mg/dl (B)(6) 2014 at 8:50 a.m. Fingerstick using (B)(4) was 74 mg/dl no adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.